Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a dexcom g7 pairing failure while using the ilet, following a prior sensor that stopped working, and required assistance to start a new sensor; troubleshooting and education were provided, including toggling between dexcom g6 and g7 and guidance to stop the failed sensor. Symptoms included transient hyperglycemia with a peak blood glucose of 215 mg/dl and downward trend thereafter, without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention or hospitalization. Investigation included user support to address sensor pairing and connectivity. Investigation of this case revealed a sensor pairing failure with no responsible device identified and no additional device component abnormality observed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to insufficient evidence to attribute the event to the pump or sensor.